Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer¿s blood glucose (bg) level dropped to below 54 mg/dl. Customer required assistance consuming carbohydrates and 911 was called. The customer was transported to the emergency room and was treated with intravenous fluids of saline to address the issue. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.